Event description:
The cartridge for the deltec cozmo/smiths medical md, inc. Insulin pump is having trouble. The plunger will not slide. Son had some hyperglycemic episodes while on the pump. We changed the insulin, cartridge, and infusion set several times and the episodes continued. I called the help line and after discussion, the consultant suggested that the problem was the cartridge. The cartridge does not slide due to the lack of lubrication. Episode happened again approximately in 2006. We have received warnings that we need to slide the plunger up and down several times before filling it. This does not work. The cartridge is still getting stuck. In 2008 - we continue to have this problem. We have to open at least 3 cartridges in order to be able to fill one cartridge. The other 2 are getting stuck - the plunger will not slide. We have an entire bag of cartridges that don't work. Dates of use: 2006 -- 2008. Diagnosis or reason for use: type I diabetes. Event abated after use stopped or does reduced? No. Event reappeared after reintroduction? Yes.